Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported a patient with an epithelial ingrowth and blurry vision of the right eye at 16 month lasik post-op visit. Additional information indicated that patient's topical steroid dosage was increased. Additional information has been requested.